Manufacturer narrative:
There was no temperature failure of the sensor observed during the testing of the possible lot nos. Given below: s18012434, s20006600, s20006439, s20006094, s19004376. The comments received from the customer related to device as given below: relationship to device: not associated with complaint. Customer confirmed via follow up communication that the device was in no way associated with or considered attributable to patient death. Because the patient was sick with covid, the patient died as a result of lung failure in consequence of covid and was listed for transplantation of a new lung.

Event description:
According to the reporter, the device gave readings of 36 degree celsius during operation, however based on the observation of the patient by an experienced professional and patient having increased heart rate, patient's temperature was measured again in the ear and gave 38 degree celsius. Which showed a deviation of 2 degree celsius downwards compared to the device. The patient was sick with covid , and ECMO was running and about 14 days ago the patient died as a result of lung failure in consequence of covid and was listed for transplantation of a new lung. The lot no. Was unknown and no complaint sample available.